Event description:
It was reported that the customer was hospitalized due to high blood glucose. Customer was votmitting at the time of hospitalization and had been having headaches all week. Customer had ketones present in urine. Troubleshooting was performed and two no delivery alarms did occur. No futher information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.